Manufacturer narrative:
The returned device was evaluated. During evaluation the device did not turn on using battery power. The battery did not charge even when the device was docked for several hours. Using a known good charged battery, the device did turn on, however the device did not charge the battery. Circuit analysis on the instrument board isolated the failure to the battery charging circuitry. The unit was able to power on using ac power; however, the bottom corner of the touchscreen is not functional. The customer complaint was not duplicated for scrolling menus, however a defective touchscreen caused the device to not be able to access the system menus using the touchscreen. The instrument board and touchscreen were replaced and the unit functioned as designed.

Event description:
It was reported that the device randomly scrolling through the menu screens. No known impact or consequence to patient.